Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned in four portions - connector portion (a), middle portion (b), middle portion (c), and distal portion (d). Portions a and b had no visual anomalies or electrical issues. Portion d had the helix retracted and clogged with blood/tissue with no further visual or electrical anomalies. Portion c was noted to have two external insulation abrasions caused by friction to the device can. One abrasion was noted to have the cable coating abraded with the inner lumens intact, while another abrasion was noted to breach the optim sheath. Procedural damage was noted on portion c and no electrical anomalies or shorts were noted.

Event description:
This report is to advise of an event observed during analysis.